Event description:
It was reported that the patient observed the red call doctor (rcd) icon flashing from the communicator. Technical services (ts) provided troubleshooting options and recommended the patient to attempt a patient initiated interrogation (pii) once the firmware update completes and to call again if the rcd icon persists. The cause of the rcd is an alert for possible device malfunction due to fault code battery depletion (bd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and the device is planned to be replaced. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the patient observed the red call doctor (rcd) icon flashing from the communicator. Technical services (ts) provided troubleshooting options and recommended the patient to attempt a patient initiated interrogation (pii) once the firmware update completes and to call again if the rcd icon persists. The cause of the rcd is an alert for possible device malfunction due to fault code battery depletion (bd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and the device is planned to be replaced. The device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient observed the red call doctor (rcd) icon flashing from the communicator. Technical services (ts) provided troubleshooting options and recommended the patient to attempt a patient initiated interrogation (pii) once the firmware update completes and to call again if the rcd icon persists. The cause of the rcd is an alert for possible device malfunction due to fault code battery depletion (bd). A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and the device is planned to be replaced. No adverse patient effects were reported.